Manufacturer narrative:
Reference record: (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned and disposed of, therefore a return sample evaluation is unable to be performed. A knotted jejunal tube is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2015 a patient underwent procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. The patient had the j-tube replaced on (B)(6) 2017 because the tube was not flushable. When the tube was removed, the end of the j-tube at the pigtail was knotted.